Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system. The customer reanalyzed the patient samples per laboratory protocol, on the original and an alternate access 2 system and recovered lower results, within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. This report references patient #1. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer pulleys (also part of replacement modification) and pinch rollers due to noise. The fse replaced the substrate probe as the tubing had a slight kink. The fse also noted bubbles in the wash pump; however, upon inspection of the parts no specific part failures were noted. The fse cleaned the parts of the wash pump and valve parts as buildup of dried wash buffer was noted. No bubbles were observed following cleaning of the parts. System check, high sensitivity system check, precision testing, and all levels of quality control (qc) were performed; all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. Quality control (qc) recovery was within the laboratory's established ranges on the day of the event. This medwatch report is related to MDR 2122870-2012-02006.